Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that the patient had an acute abdomen (cause not yet known) and sepsis. The patient was brought to the operating room for evaluation and treatment. Until further clarification, the patient receives oral medication. The patient is in the hospital to be medicated with duodopa. No further information available.